Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 11 yrs postop right tha, the (B)(6) y/o female patient was revised due to asymmetric wear on liner. Surgeon changed poly to newer xle and went to a 36 head. The patient was last known to be in stable condition following the event. The device will not be returned due to hospital policy.

Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of edge loading/impingement, patient conditions, or a combination, which led to polyethylene wear. However, this cannot be confirmed as the devices were not returned for evaluation. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.